Event description:
A report was received that the patient had difficulty charging the ipg. Database analysis revealed that the battery depletes from full to hibernation in a few days with a setting that did not match the depletion rate. Device malfunction was suspected. The patient will undergo a revision procedure wherein the ipg will be replaced.

Event description:
A report was received that the patient had difficulty charging the ipg. Database analysis revealed that the battery depletes from full to hibernation in a few days with a setting that did not match the depletion rate. Device malfunction was suspected. The patient will undergo a revision procedure wherein the ipg will be replaced.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. The patient was reportedly doing well postoperatively. Sc-1110-02 (sn (B)(4)) device evaluation indicated that the ipg passed electrical, performance and photographic imaging tests performed. The complaint was confirmed. The ipg exhibited premature battery depletion. Battery depletion and sleep current rates were exceeding the expected. Moreover, the battery depletion rate at the stimulation was extremely high. However, vh impedance was within the normal range. Since both analog/digital integrated circuit were covered in the epoxy resin top, it was unable to identify the source of the symptom.

Manufacturer narrative:
.